Event description:
Nurse followed directions provided to use zoll start-up kit ex, but the air never purged from the tubing. The nurse called the 800 number provided and did talk to zoll's support person. The support person and nurse were unable to resolve the air in the tubing. Cooling was not initiated using the zoll internal catheter, but rather was started with external cooling devices. Incidentally,the zoll machine was missing the lid that covers the cooling liquid that the coil sits in. However, the tubing is designed to be completely self-contained and does not open to cooling liquid in any fashion.====================== manufacturer response for zoll start-up kit ex, (brand not provided) (per site reporter).====================== manufacturer notified and requesting to speak to staff nurse involved in set-up process. Manufacturer will send a shipping label. Upon receipt of the label, the set up kit will be mailed back to zoll for inspection.